Event description:
It was reported, the subject device's wire was broken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. In addition, device evaluation found cable flooding and corrosion of electrical contacts. A device history review revealed no issues that could have caused or contributed to the reported issue. Instructions for use (IFU) , it states: "endoscopic image disappearance and freezing. Warning please strictly observe the following items. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Be very careful not to scratch the camera cable with sharp objects. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. If the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. Do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break." Based on the results of the investigation the root cause of the reported phenomenon cannot be conclusively identified. Olympus will continue to monitor the field performance of this device.